Manufacturer narrative:
Due to limited information, this event is being reported in a conservative manner. Not yet determined if device available.

Event description:
On (B)(4) 2017 the manufacturer was notified by patient tracking of a mitroflow lxa21 that was implanted on (B)(6) 2013 and explanted on (B)(6) 2017, after 4.27 years. A pvs21 was then implanted. No further information is known at present.

Manufacturer narrative:
The partial manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # lxa21, s/n # (B)(4), were retrieved and reviewed by quality engineering at (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa21 mitroflow aortic pericardial heart valve at the time of manufacture and release. The device is not available for return and no further information will be provided to the manufacturer on this event. No further investigation is possible at this time. Not available for return.

Event description:
On 13 jun 2017 the manufacturer was notified by patient tracking of a mitroflow lxa21 that was implanted on (B)(6) 2013 and explanted on (B)(6) 2017 due to early calcification, after 4.27 years. A pvs21 was then implanted. No further information will be provided.